Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable root cause of the corroded forceps elevator lever (k-lever) and forceps was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The duodenovideoscope was returned to the service center without any malfunction. This does not indicate a MDR reportable event. However, MDR reportable failure was found during testing at the service center. During inspection of the device, corroded forceps elevator lever (k-lever) and forceps was found. There was no patient involvement.